Event description:
During routine maintenance testing, customer reportedly noted output of vaporizer was higher than expected. There was no reported pt injury. Investigation/conclusion: the vaporizer was forwarded to co's vaporizer svc ctr in austell, ga for investigation. The vaporizer was tested, and the reported complaint was confirmed. The unit was disassembled and metal contamination was noted between the rotary valve and sump cover. Ohmeda has reviewed their assembly procedures and have taken corrective action to help prevent contamination in the vaporizer. Additionally, datex-ohmeda is continually reviewing cleanliness procedures in an effort to resolve this occurrence. This is the second MDR within the last 12 months involving a tec 5 vaporizer wherein the cause was due to metal contamination out of an installed base of approx 100,000 tec 5 vaporizers.